Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. Upon removing the sensor, patient noticed the wire was missing. Patient reported that she did not pull up on the applicator collar as per the instructions for use, which may have caused the sensor wire to retract into the needle. However, patient believed the wire to be underneath her skin. Patient experienced no discomfort or injury at the site, and no medical intervention was required. Patient was fine at the time of her call to dexcom.